Event description:
It was reported during a procedure for a trial scs system a cerebrospinal fluid (csf) leak occurred. The procedure was abandoned and a blood patch was not performed. The physician confirmed the pt did not experience a headache postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.